Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Customers blood glucose level was reported as "high" with large ketones identified as life threatening by hcp. Specific value of bg was not provided. Customer addressed elevated bg with a manual correction injection. Reportedly, the customer continued to use the pump for insulin therapy.